Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device and non-bsc right ventricular (rv) lead was presented in the emergency room with a heart rate of 28bpm. Rv loss of capture (loc) was observed at a programmed output of 2.6v. Threshold measurements were observed at 4.0v@0.4ms and all other lead measurements were within acceptable limits. Threshold measurements were reprogrammed to 6.5v@1.0ms. Approximately two weeks later, a revision procedure was performed. The non-bsc rv lead was surgically abandoned. This device was electively explanted due to normal battery depletion. No adverse patient effects were reported during the procedure. The device was retained by the explanting facility and would not be returned for reliability analysis.